Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. The blinking of the front panel was confirmed by the failure of the turret unit. Regarding the malfunction of the turret unit, we assume that it occurred due to malfunction due to long-term use or aging deterioration from the date of delivery.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The local service engineer visited the facility due to the request for checking the condition of the subject device and found that the front panel display blinked all the time. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the turret of the subject device did not move smoothly and was struck. There was no report of patient injury associated with the event.